Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all manufacture¿s specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified spine surgical procedure, it was observed that the motor device was surging in and out. The reporter indicated that the speed changed up and down on its own for the first three to five minutes then cleared up. According to the reporter, the issue had been occurring for approximately the last two previous months. There were no delays to the planned surgical procedure. There was no spare device available for use. The reporter indicated that the surgeon continued with the device throughout the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.